Event description:
Unsolicited communication: pt reporting defective cassette (lot number and expiration date unknown). Pt stated she has 1 cassette left and that she noticed there was no cap on the cassette and that she is unable to add any medication to the cassette. Pt stated she has a cassette currently attached to pump and running but that she will need to change her cassette on monday and now has no additional cassettes available to use. Pt has order for cassettes for delivery on (B)(6) 2022 but will need them before (B)(6) 2022; advised pt will request courier for cassettes. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation/ yes; did we [MFR] replace the cassette/ yes; did the pt have add'l cassettes they were able to switch to? No; if no, what was the pt instructed to do in able to continue their infusion?; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.